Event description:
It was reported that during the patient's three month follow up check, low impedance was noted on the left ventricular (lv) lead; therefore an x-ray was performed and ruled out lead dislodgement. It was also reported that at the six month follow up check, the lead impedance was normal. The lv lead remains in use. It was noted that the patient was part of the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted as one patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2010, 09:00:13. The programmer save to disk data file (B)(4) shows an alert event for "lv pacing lead impedance > 3000 ohms." On (B)(6) 2010, 09:00:13. Low resistance/impedance was also noted as one patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2010, 03:00:13. Programmer save to disk data file (B)(4) shows an alert event for "lv pacing lead impedance 133 ohms." On (B)(6) 2010, 03:00:13.